Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated lancet not retracted. Customer stated when he tries to release the lancets, the lancets protrude past the end cap. Customer stated lancet is seated properly inside lancing device. No adverse event alleged, lancet device and lancets replaced and requested for return.